Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support to report that a (B)(6) female pt's son and daughter indicated the pt was treated. Review of the event indicates that the pt received one shock. The pt was reported to be conscious at the time and felt the vibration alert and treatment. The response buttons were not pressed during the event. The pt's ECG was not available for review. The pt likely received an inappropriate defibrillation as the pt reported being conscious during the event. The pt received replacement equipment.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: device evaluation on monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat. Device manufacture date: monitor sn (B)(4): 05/2012; electrode belt sn (B)(4): 04/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.